Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 460 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. The customer left the ER same day with the issue resolved. Reportedly, the pump shut off unexpectedly resulting insulin gauge inaccuracy. Additionally, it was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings which resulted in the control iq software being unable to accurately adjust the amount of insulin delivered. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.